Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient developed left bundle b ranch block (lbbb) which was monitored and no intervention needed at that time. The lbbb progressed into first degree block two days post implant and then into second degree implant three days following procedure. A permanent pacemaker was implanted three days p ost procedure and the patient recovered with no adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).